Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the partial lead was returned in segments, analyzed, and the outer insulation had a breached depression. It was also noted that the outer insulation was kinked/buckled, all insulators were breached cut and there was a cosmetic depression on the outer insulation. Blood/body fluid was also noted on all conductors (not obstructed) and on the helix mechanism.

Event description:
It was reported that during a procedure the right ventricular pacing lead had to be extracted to replace another lead. The lead was replaced. No patient complications were reported as a result of this event.